Event description:
The doctor reported that a patient experienced problems breathing and swelling after contact with nupro prophy paste. Continued efforts to obtain more patient information have been unsuccessful.